Manufacturer narrative:
Additional information was received that the reason for the replacement of the patient¿s lead and extensions during the revision was that the lead was pulled accidentally. It was also reported that there was no damage with the lead and extensions.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and extension were replaced for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the lead and extension were replaced for an unknown reason. No device malfunction was suspected. The patient was doing well postoperatively.